Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on the plug strap, one opening curved on the patch, and crease fold. The leak test and microscopic analysis was performed which identified, one striated opening on the patch and broken sharp on the plug strap. Based on the device analysis the final assessment is: one striated opening on the patch assessed as surgical damage consist in the use of some surgical tool. A sharp broken on the plug strap assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.